Event description:
Three genie vial access devices failed in IV therapy clinic, all were the same lot number. One fell apart after being snapped in to vial. One had no spike on it - so could not be used, and one leaked 3-4cc of etoposide out of the vial and on to the gloves of the person handling it and on to the mat in the hood.====================== health professional's impression======================genie vial access devices are breaking, leaking and are coming out of the packaging with no spike.====================== manufacturer response for IV access device, genie vial access device======================no response from manufacturer.